Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4), (country of origin: oman). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the investigation outcome. According to the log files provided for analysis, the ventilator triggered "panel connection lost and ventilator unit connection" alarms. Therefore, the logfiles confirmed the issue. (B)(6) 2026,09:41:17 tf : 2438 tech fault 2438, (B)(6) 2026, 9:39:53 high frequency alarms 4004, (B)(6) 2026, 09:39:47 high minute volume alarms 5005, (B)(6) 2026, 09:39:14 high minute volume alarms 5005, (B)(6) 2026, 09:39:11 ventilator unit connection lost alarms 5024, (B)(6) 2026, 09:39:09 panel connection lost alarms 4010. To correct the issue, the esm vu (software version 2.81) and the esm ip (software version 2.81) were replaced. The issue was reported as resolved.

Event description:
Hamilton medical ag received the following event description: "initially, the alarm ¿panel connection lost¿ appeared and then disappeared without being shown again in the event log. After reconnecting the cable, the alarm tf9950 appeared briefly and then disappeared again." No patient involvement.